Manufacturer narrative:
The investigation did not identify a product issue. The issue is consistent with incorrect pre-analytic sample handling at the customer site.

Manufacturer narrative:
The troponin t reagent lot number was 642405. The reagent expiration date was requested, but not provided. The field service engineer checked the analyzer. The gear pump was adjusted. A wash station was cleaned and alignments were checked. The reservoir was checked, including alignments, and these looked good. Syringes and connections were checked and had no buildup. Mixers and nozzles were cleaned. A maintenance tool was removed from the pre-wash area. Measuring cell preparation maintenance and instrument checks were ok. The customer ran calibration and controls; all were ok. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 344 ng/l. The value was questioned since another sample collected from the patient resulted in a troponin t value of 23 ng/l. The complained sample was repeated twice on (B)(6) 2023, resulting in troponin t values of 24.7 ng/l and 23.8 ng/l.